Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an alert for non-sustained oversensing. The event could not be replicated in clinic. Accurate measurements could not be obtained to reprogram the algorithm. The cause of oversensing was unknown. The physician decided not to make any changes o the programming. The patient was stable.